Manufacturer narrative:
(B)(4) received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported device powers down on its own. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified or reproduced. No error found during evaluation. A review of the event history log found no evidence of the device losing power unexpectedly. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. The customer battery and alternating current (ac) power adaptor were not provided for additional testing. No correction is required. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported 'downstream occlusion all the time' which was not reproduced. A review of the event history log identified 'downstream occlusions!' Messages. The cause was determined to be an out of specification force sensor which requires calibration to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered down on its own and alarmed downstream occlusion all the time. There was no patient involvement. No additional information is available.